Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak from a transfer set during use. It was reported the patient noticed the transfer set was kinked, ¿they pinched the line and felt a big gush of fluid, then the transfer set broke at the base of the twist clamp¿. The following day the patient presented to the pd clinic, the transfer set was changed, the patient was given unspecified antibiotics ¿as a precaution¿ and sent home. Subsequently, the patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was not reported. It was reported the patient was not hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for the peritonitis event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a minicap on the dark blue connector. Visual inspection with the naked eye was performed and noted that the silicone was broken near the occlude feet/white twist clamp, which could cause the transfer set to leak. Functional testing could not be performed due to the condition of the returned sample. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.